Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient underwent the following procedures, secondary l5-s1 laminectomy, diskectomy and decompression; 360 degree fusion through a single incision using interbody graft, measuring 10 x 22 millimeters, with bmp and autograft; posterolateral fusion using hardware, bone morphogenic protein, matrix bone, autologous bone harvest from the l5 spinous process lamina and facette; bilateral proximal l4 and l5 foraminotomies; l4 and l5 facetectomies; intraoperative stealth neuro-navigation. Preoperative, postoperative diagnosis, recurrent disk herniation l5-s 1, left with s 1 and l5 radiculopathies, left. Per op-notes: ¿a small connector and a 5 centimeter rod is then applied at l5-s1 on the left and this is used as a working rod. Distraction is applied across the disk space and the interbody cage system is used to remove the degenerative disk material and distract the disk space. The cage is packed with bone morphogenic protein and autologous bone harvest and then a 10 x 22 millimeter cage is tamped into position at l5-s1. A 4 centimeter rod and two small connectors were then applied on the patient's right side. Compression was applied across these rods and the connectors were tightened, counter-torqued. A 30 millimeter cross connector was applied. The bone was decorticated laterally over the transverse processes and sacral ala as well as lateral facette joint surfaces. Bmp, bone graft matrix and autologous bone is then packed around the base of the pedicle screws bilaterally and out laterally.¿ no complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.